Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush, macrodrip generated a leak during patient use. It was stated in the report that blood returned to the arterial pressure measuring line. After investigation, the anesthesiologist found that the arterial pressure measuring line was leaking. After replacing the new arterial pressure measuring line, the pressure measurement was normal, the line was well sealed, and there was no leakage anymore. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Qiuling li beijing jaspar medical device co., ltd. Qiny1016@163.com 010-5820 5318; 010-5820 5630.